Manufacturer narrative:
An investigation was initiated based upon the reported info. A review of the device history record indicates that there are no previous complaints for this device family. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
The reporter stated that on two occasions a pt's head slipped from the device during surgery resulting lacerations required suturing. The reporter could not provide additional pt details. Integra requested to have the device returned for eval. The user facility returned a device to the distributor that was not the product that was the expected complaint sample. Integra made attempts in writing and by telephone to the user facility and distributor to determine the identity of the complaint sample. The complaint sample is not available for eval.